Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited variable threshold, sensing and impedance measurements when the patient was in a supine versus sitting position. Additional information was provided that during implant, the physician was concerned that the passive fixation lead was not making good contact with the endocardium. When the lead measurements were variable, a revision procedure was performed and an active fixation lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were stretched 170 millimeters (mm) from the terminal pin, likely induced during explant. The polyurethane insulation was melted at 185 mm and 189 mm from the terminal pin, noted to be due to electrocautery damage. Between 233 mm and 239 mm from the terminal pin, there was a slit in the insulation and the coils were exposed, noted to be induced damage during the explant procedure. Resistance testing was completed to assess the lead's electrical performance. Measurements throughout the test were within normal limits. The lead did not pass stylet insertion testing because the terminal pin was clogged with bodily fluid. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.